Event description:
Reportedly, during testing, it was found that when the nurse call system was connected, the ventilator stopped delivering breaths. Then it would automatically boot up, but result in a system error. This issue was duplicated whenever the nurse call cable was connected to the ventilator and was solved by replacing the nurse call cable. There was no patient involvement.